Manufacturer narrative:
UDI: unknown. The investigation is underway.

Event description:
As reported by a field clinical specialist, during implant of a 29 mm sapien 3 valve in the aortic position via transfemoral approach the balloon burst at inflation due to heavily calcified and narrow sinotubular junction (stj). The valve was implanted successfully. The system was withdrawn. During withdrawal the winged ruptured delivery balloon got caught on the end of the sheath. Upon removal there was no damage to the sheath observed. There were no patient injuries. There were no missing balloon pieces. The patient was doing well post procedure. Per medical opinion, the event occurred due to patient factors (significant calcification and narrow stj).

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by a technical summary written by edwards lifesciences.  A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, per medical opinion the event was likely due to patient factors calcification and narrow stj. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.